Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported the customer found a black broken conductor wire from the fenestrated bipolar forceps (fbf) instrument. There was no report of patient involvement. Isi followed up with the initial reporter and obtained the following additional information: the damage was observed intraoperatively. The wire was exposed due to damaged insulation. The cable was broken in half. There were no signs of thermal damage at the site or insulation damage. There was no arcing observed during the procedure. There was no injury to the patient. There was no fragment inside of the patient's anatomy. The issue did not cause any other damage to the patient. The patient information was not provided.